Event description:
Clinical trial. It was reported that 1159 days following a coronary artery drug eluting stenting treatment procedure the patient experienced a brain infarction. The index procedure identified and treated one target vessel. The target lesion was a 75% stenosed, 3.5x26mm lesion of the om1 (1st obtuse marginal). Treatment consisted of predilation and placement of a 3.5x32mm taxus liberte drug eluting stent resulting in 0% residual stenosis. The patient was discharged one day post procedure on asa and plavix. The patient presented 1159 days following the index procedure with expressive aphasia with mild facial weakness and clumsiness of hands. The study site noted that this was most likely due to an acute ischemic lacunar infarction of the penetrating vessels of the brain. The patient was admitted and treated medically. The patient was discharged with residual effects two days post admission. The physician assessed the relationship of the device to this event as unknown.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of this event is anticipated procedural complication.